Event description:
It was reported that during a lap cholecystectomy, after the first firing, the clips fell into the pt's abdomen and was retrieved. The case was completed with another device. No reported adverse pt consequence.